Event description:
During surgery on (B)(6) 2022, an anchor was placed per surgeon using a disposable product with anchor attached. During procedure post op visit, it was determined that a foreign body was present near anchor placed (B)(6) 2022. Pt returned to surgery on (B)(6) where foreign body removed.